Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a trial procedure on (B)(6) 2019. The patient reported experiencing pain in their right foot that was not present prior to the procedure. In recovery, the patient reported that the pain intensified and the physician decided to remove the trial lead and discontinue the trial.